Event description:
It was reported that the patient fell recently and 4 months ago. The lead occasionally shows high impedance. The device had been programmed to a no output mode however the patient's intrinsic rhythm had been observed to go down into the 20's. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.